Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range shocking impedance for this patient's right ventricular (rv) lead. The patient uses a bone growth stimulator which may have caused the readings. Boston scientific technical services (ts) was consulted and suggested that is possible, but unable to determine for sure if it was electromagnetic interference (emi) or a true out of range reading. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.